Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed visually. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 475cc saline prostheses was performed on (B)(6) 2018. The prostheses were filled to 525ccs. There were no procedural complications and the patient was brought to the recovery room in stable condition.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on (B)(6) 2018. It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed visually. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a crease on the posterior view. A rent was discovered within the crease measuring approximately 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. (B)(4).